Event description:
It was reported to philips that the device gave an error indicating xray not available, which can impact imaging. The user performed multiple reboots to continue the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.